Event description:
It was reported that an infection occurred. The left ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 6947m55 implantable tachy lead, implanted: (B)(6) 2012; 407645 implantable pacing lead, implanted: (B)(6) 2012.